Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
According to the reporter: the patient underwent a lap incisional hernia repair procedure with no issues. They think the patient may now have an infection. The mesh is still implanted. They are not sure if it is caused by the mesh. Additional information was requested but not yet received.

Manufacturer narrative:
Additional information: b5, b7, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced anxiety, depression, headaches, insomnia, infection, emotional distress, injury, abdominal pain, burning sensation, swelling, abdominal drainage from the wound site, skin changes, abdominal tenderness, fever, elevated white blood cell/creatine count indicating sepsis, mesh infection, ischemic tissues, purulent drainage from the right lateral edge of the wound, bacterial infection, inflammation, necrosis, cellulitis, congestive heart failure, acute kidney injury, lethargy, encephalopathy, acute respiratory failure, necrotizing fasciitis, ileus, abdominal distention, pain, small bilateral pleural effusions, bibasilar pneumonia, anemia due to acute blood loss, impaired mobility, nausea, vomiting, diarrhea, high blood pressure, hernia recurrence, bowel obstruction, chronic constipation, and an abscess. Post-operative patient treatment included surgical treatment, including exploratory laparotomies, removal of infected mesh, drainages of the abscess, abdominal washouts, debridement of abdominal skin/subcutaneous tissue, abdominal fascial closure, admission to hospital, IV antibiotics, IV fluids, medications, wound vac, critical care unit, debridement of abdominal wall, drain placement, PICC line placed, extubated, physical therapy/occupational therapy, transfusions, subacute rehab facility, and necrotic tissue debridement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's surgeon indicated that this device was used in a laparoscopic incarcerated incisional hernia repair, where after implant the patient developed an infection. The cause of the infection was unknown. New information has been received from the patient's attorney alleging a deficiency against the device. The product was used for therapeutic treatment in a laparoscopic incarcerated incisional and umbilical hernia repair procedure. It was reported that after implant, the patient experienced emotional distress, injury, abdominal pain, burning sensation, swelling, abdominal drainage from the wound site, skin changes, abdominal tenderness, fever, elevated white blood cell/creatine count indicating sepsis, mesh infection, ischemic tissues, purulent drainage from the right lateral edge of the wound, and an abscess. The issues were not present prior to implant of the mesh. Within one month after implant, the patient required surgical treatment, including exploratory laparotomies, removal of infected mesh, drainages of the abscess, abdominal washouts, debridements of abdominal skin/subcutaneous tissue, abdominal fascial closure, and necrotic tissue debridement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an umbilical hernia. It was reported that after the implant, the patient experienced adhesions, mesh migration, defective device, mesh failure, scarring, mental pain, suffering, permanent impairment, loss of enjoyment of life, escherichia coli, streptococcus anginosus, granulation tissue, anxiety, depression, headaches, insomnia, infection, emotional distress, injury, abdominal pain, burning sensation, swelling, abdominal drainage from the wound site, skin changes, abdominal tenderness, fever, elevated white blood cell/creatine count indicating sepsis, mesh infection, ischemic tissues, purulent drainage from the right lateral edge of the wound, bacterial infection, inflammation, necrosis, cellulitis, congestive heart failure, acute kidney injury, lethargy, encephalopathy, acute respiratory failure, necrotizing fasciitis, ileus, abdominal distention, pain, small bilateral pleural effusions, bibasilar pneumonia, anemia due to acute blood loss, impaired mobility, nausea, vomiting, diarrhea, high blood pressure, hernia recurrence, bowel obstruction, chronic constipation, and an abscess. Post-operative patient treatment included surgical treatment, including exploratory laparotomies, removal of infected mesh, drainages of the abscess, abdominal washouts, debridement of abdominal skin/subcutaneous tissue, abdominal fascial closure, admission to hospital, IV antibiotics, IV fluids, medications, wound vac, critical care unit, debridement of abdominal wall, drain placement, PICC line placed, extubated, physical therapy/occupational therapy, transfusions, subacute rehab facility, and necrotic tissue debridement. Relevant tests/laboratory data: 01 dec 2016: aerobic wound culture + for many proteus mirabilis, many escherichia coli, and moderate streptococcus anginosus. Anaerobic wound culture + for many prevotella melanginogenica. Labs abnormal for bun 40, creatinine 2.34, wbc 19, hemoglobin 10, hematocrit 30.4 01 dec 2016: pathology report from abdominal mesh and skin specimen showed inflamed granulation tissue, extensive acute inflammation of skin and subcutaneous tissue with fat necrosis 06 dec 2016, 07 dec 2016: abnormal lab results included hematocrit of 19.6, wbc 17.1, potassium 3.2, bun 21, chloride 117, sodium 146

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional. It was reported that after the implant, the patient experienced infection, emotional distress, injury, abdominal pain, burning sensation, swelling, abdominal drainage from the wound site, skin changes, abdominal tenderness, fever, elevated white blood ce ll/creatine count indicating sepsis, mesh infection, ischemic tissues, purulent drainage from the right lateral edge of the wound, bacterial infection, inflammation, necrosis, cellulitis, congestive heart failure, acute kidney injury, lethargy, encephalopathy, acute respiratory failure, necrotizing fasciitis, ileus, abdominal distention, pain, small bilateral pleural effusions, bibasilar pneumonia, anemia due to acute blood loss, impaired mobility, nausea, vomiting, diarrhea, and an abscess. Post-operative patient treatment included surgical treatment, including exploratory laparotomies, removal of infected mesh, drainages of the abscess, abdominal washouts, debridement of abdominal skin/subcutaneous tissue, abdominal fascial closure, admission to hospital, IV antibiotics, IV fluids, medications, wound vac, critical care unit, debridement of abdominal wall, drain placement, PICC line placed, extubated, physical therapy/occupational therapy, transfusions, subacute rehab facility, and necrotic tissue debridement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional. It was reported that after the implant, the patient experienced anxiety, depression, headaches, insomnia, infection, emotional distress, injury, abdominal pain, burning sensation, swelling, abdominal drainage from the wound site, skin changes, abdominal tenderness, fever, elevated white blood cell/creatine count indicating sepsis, mesh infection, ischemic tissues, purulent drainage from the right lateral edge of the wound, bacterial infection, inflammation, necrosis, cellulitis, congestive heart failure, acute kidney injury, lethargy, encephalopathy, acute respiratory failure, necrotizing fasciitis, ileus, abdominal distention, pain, small bilateral pleural effusions, bibasilar pneumonia, anemia due to acute blood loss, impaired mobility, nausea, vomiting, diarrhea, high blood pressure, and an abscess. Post-operative patient treatment included surgical treatment, including exploratory laparotomies, removal of infected mesh, drainages of the abscess, abdominal washouts, debridement of abdominal skin/subcutaneous tissue, abdominal fascial closure, admission to hospital, IV antibiotics, IV fluids, medications, wound vac, critical care unit, debridement of abdominal wall, drain placement, PICC line placed, extubated, physical therapy/occupational therapy, transfusions, subacute rehab facility, and necrotic tissue debridement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, b7, d8, g1, h6 (ime, imf codes, ime e2402: labs abnormal for bun 40, creatinine 2.34, wbc 19, hemoglobin 10, hematocrit 30.4; labs abnormal for hematocrit of 19.6, wbc 17.1, bun 21, chloride 117). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an umbilical hernia. It was reported that after the implant, the patient experienced adhesions, mesh migration, defective device, mesh failure, scarring, mental pain, suffering, permanent impairment, loss of enjoyment of life, escherichia coli, streptococcus anginosus, granulation tissue, anxiety, depression, headaches, insomnia, infection, emotional distress, injury, abdominal pain, burning sensation, swelling, abdominal drainage from the wound site, skin changes, abdominal tenderness, fever, elevated white blood cell/creatine count indicating sepsis, mesh infection, ischemic tissues, purulent drainage from the right lateral edge of the wound, bacterial infection, inflammation, necrosis, cellulitis, congestive heart failure, acute kidney injury, lethargy, encephalopathy, acute respiratory failure, necrotizing fasciitis, ileus, abdominal distention, pain, small bilateral pleural effusions, bibasilar pneumonia, anemia due to acute blood loss, impaired mobility, nausea, vomiting, diarrhea, high blood pressure, hernia recurrence, bowel obstruction, chronic constipation, abscess, delayed wound closure, labs abnormal for bun 40, creatinine 2.34, wbc 19, hemoglobin 10, hematocrit 30.4, labs abnormal for hematocrit of 19.6, wbc 17.1, potassium 3.2, bun 21, chloride 117, sodium 146. Post-operative patient treatment included surgical treatment, including exploratory laparotomies, removal of infected mesh, drainages of the abscess, abdominal washouts, debridement of abdominal skin/subcutaneous tissue, abdominal fascial closure, admission to hospital, IV antibiotics, IV fluids, medications, wound vac, critical care unit, debridement of abdominal wall, drain placement, PICC line placed, extubated, physical therapy/occupational therapy, transfusions, subacute rehab facility, and necrotic tissue debridement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced anxiety, depression, headaches, insomnia, infection, emotional distress, injury, abdominal pain, burning sensation, swelling, abdominal drainage from the wound site, skin changes, abdominal tenderness, fever, elevated white blood cell/creatine count indicating sepsis, mesh infection, ischemic tissues, purulent drainage from the right lateral edge of the wound, bacterial infection, inflammation, necrosis, cellulitis, congestive heart failure, acute kidney injury, lethargy, encephalopathy, acute respiratory failure, necrotizing fasciitis, ileus, abdominal distention, pain, small bilateral pleural effusions, bibasilar pneumonia, anemia due to acute blood loss, impaired mobility, nausea, vomiting, diarrhea, high blood pressure, hernia recurrence, bowel obstruction, and an abscess. Post-operative patient treatment included surgical treatment, including exploratory laparotomies, removal of infected mesh, drainages of the abscess, abdominal washouts, debridement of abdominal skin/subcutaneous tissue, abdominal fascial closure, admission to hospital, IV antibiotics, IV fluids, medications, wound vac, critical care unit, debridement of abdominal wall, drain placement, PICC line placed, extubated, physical therapy/ occupational therapy, transfusions, subacute rehab facility, and necrotic tissue debridement.